Event description:
Pt was implanted with topas sling on (B) (6) 2008. On (B) (6) 2008, pt complained of urinary urgency and frequency. Medication: darifencin, timed voiding; fluid titration. The site determined event was remotely related to device and procedure.